Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wire was exposed, causing hook not to cauterize. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument is not cauterizing. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the issue was managed by switching to a backup instrument, and the procedure was successfully completed robotically without any delay. It was confirmed that no material was missing or detached from the instrument, and no fragments fell into the patient¿s anatomy. Additionally, no post-operative imaging or diagnostic tests, such as x-rays or ultrasounds, were required as a result of the event. No photographic images or video recordings are available for isi review, and the instrument is available for return to isi for further evaluation.